Event description:
Baxter received notification in 2008, that a pt expired while receiving a dialysis treatment on a tina hemodialysis machine. The male pt has a history of seizures. Approximately two and one half hours into the treatment, the pt experienced a seizure and expired. There is no reported malfunction of the device and there were no reported alarms. He was awake and alert at 1:00 pm but was unresponsive at 1:10 pm and expired at 1:16 pm on the event date. The pt was admitted to the hospital two days prior, to rule out myocardial infarction. He has had seizures during dialysis in the past. He was being treated for a seizure disorder. During dialysis, the pt received heparin 3000 units (app pharmaceuticals) and 500 ml of saline. The pt had a "do not resuscitate" order. There will be no autopsy performed. No additional info has been provided.

Manufacturer narrative:
A field service engineer went on-site to evaluate the machine. A follow-up report will be field upon completion of the eval or if additional info becomes available.